Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient for external pacing with disposable pacing/defibrillation/ECG electrodes and pacing initiated. According to the reporter, the device would intermittently stop pacing and had to be restarted. The patient was not resuscitated. The reporter stated the reported patient's death was not the result of the alleged malfunction because the patient was not viable.